Manufacturer narrative:
The product is not returned yet to the manufacturer. No examination could be performed. Picture of the inserter was sent , however the issue couldn't be confirmed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations and product return request will be made to initiate inspection . Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : disassembly according to the reporter : " while trying to load mobi-c cassette onto inserter, tech stated it was not threading correct, felt it wasn't engaging. He kept turning and the cassette fell apart. Disc disassembled." No impact on patient. No impact on surgery or delay. Surgery was completed with another implant from the same size.

Manufacturer narrative:
The mobi-c p&f us implant was discarded. The reporter thought that the mobi-c no touch implant holder was shipped back. Yet, it was not returned to ldr medical. Therefore, the product return was requested several times. The reporter was still looking for the product. Yet, it was not found at the moment. Therefore, no product evaluation could be performed. Since then , severals attempts were made to retreive the device. The instrument still not returned to the manufacturer for evaluation. From the information provided based on the complaint report , the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as there was no issue with the first level implantation, it meant that the issue might not be related to the mobi-c no touch implant holder . Moreover, it was reported that as the implant was threading on the implant holder, it was tight from the beginning like it was cross threading from the start. Yet, the investigation found no evidence to indicate a device issue. Without the products return and evaluation, no conclusion can be drawn as no sufficient information was reported concerning the issue. If the product evaluation sheds new light on the investigation, the root cause of the complaint will be re-evaluated. Root cause: remain undetermined and investigation found no evidence on device issue.

Event description:
Mobi-c p&f us : disassembly it was reported on the complaint report on may 1st 2018 that while trying to load mobi-c cassette onto inserter, the tech stated it was not threading correctly and he felt that it wasn't engaging. He kept turning and the cassette fell apart. The disc disassembled. It was also reported that the inserter seems to have been stripped and it loaded the cassette wrong. The implant was loose on the inserter and could not be implanted. A picture available of the mobi-c inserter was sent. Additional information was requested. Additional information received on phone on may 29th 2018: it was a two level implantation. There was no issue with the 1st level, it was implanted without issue. For the second level, the reporter said that when threading the implant on inserter, it would not catch/grab the implant. Scrub tech was told to continue threading until it would catch/grab the implant. That is what he did and the implant disassembled. They changed inserter and completed the surgery without further issue. The inserter was said to be available and to be returned. The implant has been discarded. There was no delay in surgery. Additional information received on november 2nd 2018: the depth stop adjustement was initially set at zero. The surgical technique at the mobi-c loading on inserter was followed. The word "up" could be read on the implant holder. It was reported that as it was threading it on, it was tight from the beginning like it was cross threading from the start. Additional information received on november 9th 2018: the inserter was not used after that case. It was cleaned and removed from the set. The reporter thought that the product was shipped it back. Consequently, their local storage unit where some kits are kept in will be checked. Since then , severals attempts were made to retreive the device but it was not returned to the manufacturer.